Event description:
Because of nutritional fluid infiltrations IV line replaced. Consent signed under duress. Pt not informed of any risks prior to the subclavian catheter insertion. Catheter leaked gross blood at cup link; also malfunctioned. Leaked gross blood 1 1/2" diameter at site, weakening pt physically. Pt suffered two heart attacks causing critical condition and pleural effusion. No ICU or ccu available. Hospital caused sickness and 2 + edema.